Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 402 mg/dl. The customer's expected fasting blood glucose test result range is 165 - 205 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 404 mg/dl using truemetrix meter and 437 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 384mg/dl, (B)(6) 2016 12:18 pm, fasting:yes. A 315mg/dl, (B)(6) 2016 11:13 am, fasting:yes. A 308mg/dl, (B)(6) 2016 11:12 am, fasting:yes. A 205mg/dl, (B)(6) 2016 06:20 pm, fasting:yes. A 402mg/dl ,(B)(6) 2016 06:06 pm, fasting:yes. Memory concerns:402mg/dl.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 402 mg/dl. The customer's expected fasting blood glucose test result range is 165 - 205 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 404 mg/dl using truemetrix meter and 437 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).